Manufacturer narrative:
The na and cl electrode lot numbers and expiration dates were not provided. Calibration was last performed on 07-sep-2023. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. It was found that the customer centrifuges plasma samples for 5 minutes, which may be shorter than recommended. The field service engineer (fse) found that the rinse tubing was worn and replaced it. The fse also replaced detergent tubing. The fse performed precision testing, calibration, and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 126 mmol/l and the initial cl result was 90.6 mmol/l. The customer encountered an issue with the analyzer and repeated the sample. The sample was repeated on another c501 analyzer and the na result was 137 mmol/l and the cl result was 100.6 mmol/l. The repeat results were deemed correct.